Event description:
It was reported that lead dislodgment and loss of capture were observed. The patient was asymptomatic. The lead was explanted and replaced without adverse consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.